Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was losing power intermittently. It was noted that the pump powered on appropriately after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/23/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplainable power reboots were recorded on (B)(4) 2014 and (B)(4) 2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The returned battery cap was able to be fully secured to the pump. That battery cap contact height and width measurements were found to be within the required specifications. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The intermittent power issue was observed in the pump history but was not able to be duplicated during investigation.